Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and new measurements were taken.